Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that bilateral suture placement with a total of six proglide devices, three in the moderately calcified right common femoral artery (rcfa) and three in the moderately calcified left common femoral artery (lcfa) were attempted, using the pre-close technique, via a 12f sheath prior to an interventional endovascular repair procedure. Reportedly, a cuff miss occurred with all six proglide devices. Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa. Two additional proglide devices were also used for successful suture placement in the lcfa using the pre-close technique. The sheath was upsized to a 16f. The endovascular repair procedure was completed and hemostasis was achieved in the lcfa and rcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.